Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that during a patient refill, the drug that was sent to the health care provider (hcp) clinic was not preservative free. The pharmacy notified the hcp, who subsequently called the patient back into the clinic and changed the drug to preservative free, along with performing a reservoir rinse of the pump. There were no patient symptoms or complications associated with the event. The pump device was used to deliver dilaudid.